Event description:
It was reported that the foley catheter portion where the syringe flushes into the catheter to blow up the balloon leaks so the foley catheter did not stay in place and was defective. This had happened on two of the 14 french foley catheters they have had recently.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter portion where the syringe flushes into the catheter to blow up the balloon leaks so the foley catheter did not stay in place and was defective. This had happened on two of the 14 french foley catheters they have had recently.